Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the pacemaker exhibited post-sensed t-wave oversensing (pstwos). As a resolution the device was reprogrammed. The patient condition was unknown.